Manufacturer narrative:
Device received with cracked end cap. Unable to verify compromised force sensor system alarm due to cracked end cap. The drive support disk was inspected and no anomalies noted.

Event description:
Customer reported via phone call that the device alarmed compromised force sensor system alarm during prime. Customer's blood glucose was 159 mg/dl. Drive support cap was protruding due to a crack on the device. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.